Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, with the current fill estimate showing 45 units instead of the expected 90 units. There was no adverse impact to the customer¿s blood glucose level. The caller completed necessary steps to remove air from the cartridge and used room temperature insulin, with no overfilling or refilling of the cartridge. Technical support suggested loading a new cartridge, but the caller declined and decided to continue using the current cartridge.